Manufacturer narrative:
New information provided by the customer: b3 - date of event provided: nov 20, 2023. H4 - device manufacturing date provided: march 02, 2020.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the air/water tube and air/water cylinder had foreign material. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope, had air/water leakage from the suction valve. The issue occurred during an unknown event the procedure was unknown. There are no reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found that the air/water tube and air/water cylinder had foreign material. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to the air and water cylinders and air and water channels, but the foreign matter could not be identified. There was no deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.